Manufacturer narrative:
(B)(4). The date of this report in the initial medwatch submission was incorrect as (B)(6) 2009. The correct date of this report is (B)(6) 2008. The cell-dyn sapphire hemoglobin reagent 5.0 ml syringe pull assembly non-conformity, which resulted in "syringe fail to home" error messages immediately upon installation of the syringe, was due to human error in the manufacturing assembly process. The cell-dyn sapphire 2.5 ml and 5.0 ml syringes are look alike parts, similar in design, used on the same workstation and stored in close proximity to one another. There was an absence of attention activators to alert the user of the difference between the two parts. The following corrective actions were implemented to prevent recurrence of the issue: the 2.5 ml and 5.0 ml syringe drive assemblies are now built on different workstations. The syringe pull storage bins are of different colors and were relabeled clearly to indicate which part is used where. The storage bins were relocated to different workstations so they are no longer in close proximity to one another.

Event description:
The customer contacted abbott after the customer received the product recall letter for the cell-dyn sapphire hemoglobin syringe. The customer asked for details of the issue and was sent a replacement syringe. There was no impact to patient management reported by the customer.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Concomitant medical products or therapy dates: cell-dyn sapphire hemoglobin syringe, list # 08h49-02 this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.